Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient was revised due to femur implant fractured at the morse taper, the tibial implant was loose, and there was a dissociation of the tibial stem.